Manufacturer narrative:
Evaluation summary: based on the investigation, does not seem to be an issue with this endoscope. On 15-apr-2024, loaned scope s/n (B)(6) was returned and inspected. Inspection showed no issues and passed inspection. On 13-may-2024, good faith effort to information reported that no impact on patient was noted, other than the procedure was longer and more painful. Quality control supervisor requested an update from the field rep, including confirmation of s/n. On 17-may-2024, quality control supervisor followed up with field rep. On 24-may-2024, quality control supervisor -the rep confirmed the serial number is (B)(6), and that is a loaner scope. It was confirmed that co2 was not being supplied, but it was determined that there was no problem with the scope and the cause was unknown. As this device had been inspected without any issues and continued to be used by other sites. The incident may have been caused by other factors. A definitive root cause of the reported issue could not be identified. The DHR review confirmed the endoscope was manufactured pentax medical miyagi on 29-nov-2019 under normal conditions, passed all required inspections and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed on 29-nov-2019. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Event description:
During colonoscopy, insufflation impossible from mid transverse via the insufflation channel of the scope, impossible to carry out the complete examination given the impossibility of infusing co2 into the intestine. B3: not known for the exact date, we just know the year the complaint was sent in to manufacturer. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.

Manufacturer narrative:
Pentax medical pai responded via email on 12-apr-2024 with the information that it made a good faith effort to gather additional information regarding this incident following information. Q1. Was the procedure for treatment or diagnostic purposes? A:diagnostic. Q2. Was the product in question used to complete the procedure? A: no. Q3. If no, was a different or similar product used to complete each procedure? A: they used another ec38-i10nl. Q4. Was the patient recalled for further screening? A: no. Q5. What is the current status of the patient? A: patient is okay, no complications but exam was longer and more pain. Q6. Was the product removed from circulation immediately after the failure/event occurred and subsequently called in for service/replacement? A: yes, removed and send to pentax canada inc. For repair. This device is not distributed in the united states. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.